Manufacturer narrative:
UDI: (B)(4). CT images dated (B)(6) 2017 were received by gore from the facility, and an imaging evaluation was performed. Loss of apposition between the excluder® contralateral leg component and the vessel wall had been identified on the patient¿s left side, and a type ib endoleak was confirmed. All other seal zones seemed appropriate and no other endoleaks were identified. No further conclusions could be made from the images provided. Concomitant product(s): patient medications include plaquenil, lovenox, macrodantin, zoltan, lisinopril, levothyroxine, toprol, klor-con, coumadin, amiodorone, protonix, multivitamin, iron, vitamin k, lipitor, and aldactone. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention may include, but are not limited to endoleak.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2017, computed tomography (CT) scan reportedly identified a type I endoleak at the distal end of the 20mm x 11.5cm contralateral leg component (plc201200/14946290) on the patient¿s left side. According to the physician, the endoleak was caused by iliac artery dilation secondary to aortoiliac disease progression. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the left hypogastric artery was coil-embolized, and an additional gore® excluder® device was implanted to extend the stent-graft system into the external iliac artery. The endoleak was resolved, and the patient tolerated the procedure.